Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Dr.(B)(6) began with a 48 reamer which was confirmed on the reaming page, he then switched up to a 52 reamer. When capturing values it was saying that the last reamer used was more than 2mm from the cup plan. As a result the surgeon was not able to capture values therefore he was also unable to capture our reduction results. The outcome of the case was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding difficulty capturing impaction values, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 183 found the pt review successfully passed, all associated npr's have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficulty capturing impaction values. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the burr data and cup size selection was completed. Based on the collected data, the implant plan indicated a size 52 cup, however there was only reaming data for a size 48 reamer. This would cause the system to indicate a discrepancy between the cup plan and the reamed data. The data at this time shows the rio operated as expected. No system defect or malfunctions are suspect.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Dr. (B)(6) began with a 48 reamer which was confirmed on the reaming page, he then switched up to a 52 reamer. When capturing values it was saying that the last reamer used was more than 2mm from the cup plan. As a result the surgeon was not able to capture values therefore he was also unable to capture our reduction results. The outcome of the case was successful.